Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Brand name was unknown. The catalog number and serial number were unknown. The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that a neuroendoscopic hepatectomy surgical procedure was performed as the surgeon found a bilateral cerebral hemorrhage with ¿CT¿ following emergency transportation on a patient with disturbance of consciousness. It was reported that the surgical procedure was completed by using an unknown craniotome device. It was further reported that four days after the surgical procedure, the surgeon observed that the patient¿s pupil appeared uneven. It was reported that ¿xp¿ imaging was taken, and it was observed that a metal fragment was in the patient¿s cranium. It was further reported that the tip of the dura protective guard on the craniotome device was broken during surgery and remained in the patient¿s cranium. According to the reporter, the patient expired due to the deterioration of the original disease. The exact date of the patient¿s death was not reported. The exact date of the surgery was also not provided. The reporter was unable to provide additional information regarding the event. Multiple attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.